Manufacturer narrative:
(B)(4). Device evaluated by MFR: one 8.5f swartz braided introducer and an 8.5f transseptal dilator were received for eval along with a brk needle used with the introducer. A bend was noted in the stylet of the returned needle. The dilator was inserted through the introducer with no abnormal resistance encountered. During the investigation of the device, the returned transseptal needled used in the case which had a bend in the distal end of the stylet was inserted into and advanced through the dilator/introducer assembly and skiving occurred. Small shaved pieces of dilator material exited out the distal end of the dilator. A similar transseptal needle with stylet was obtained from current inventory and was inserted and advanced through the entire length of the dilator/introducer assembly; no skiving occurred. The distal two inches of the dilator was cross-sectioned open which revealed skiving and scratches on the inner wall of the dilator. Testing of the returned brk needle revealed a bend in the stylet which caused skiving in the dilator in the lab. When or how the bend occurred remains unk. Review of the device history record confirmed this lot met mfg requirements prior to shipment.

Event description:
Same case as MFR report # 3005188751-2011-00091 and 3008188751-2011-00092. It was reported during an atrial fibrillation procedure, the physician experienced difficulties inserting the brk needle into the sl1 introducer. Another sl1 device was used and it was noted that the brk needle had scratched the inside of the introducer. A new brk needle and introducer were obtained to continue the procedure with no consequences to the pt. This complaint is reportable based on analysis completed on (B)(6) 2011.